Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. An ER nurse called saying the patient was not feeling stimulation and had not been able to go to the bathroom since being in a fender bender the prior day at 3 pm. Per the nurse, the patient's bladder was not distended and the bladder only had 150cc of fluid in it. The patient had their patient programmer available. The patient and their husband were walked through checking both inss. The husband checked both sides. On the left side they confirmed therapy was on set to program 3 at 1.40v, they were able to increase stimulation to 1.55v, where the patient was able to feel it. They confirmed therapy was on the right side set to program 3 at 1.40v, they increased stimulation to 2.30v and the patient reported they felt it. The husband left the stimulation at the levels where the patient was feeling it. They were redirected to their healthcare provider if the symptoms did not resolve with these changes. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.